Event description:
It was reported that during use of the ntima-ii y 24gax0.75in ss prn slm npvc there was an issue with leakage. The product leaks out of the extension tube. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: the product leaks out of the extension tube during use.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262110. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned device was subjected to leakage testing; based on the results of the test our engineers were able to locate a small breach in the extension tubing. Closer observation of the breach indicates that the most likely root cause for tis event is a broken component of the assembly machinery. To address this issue our facility has repaired the pin and updated the preventative maintenance to include regular inspections of the component. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the ntima-ii y 24gax0.75in ss prn slm npvc there was an issue with leakage. The product leaks out of the extension tube. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the product leaks out of the extension tube during use.